Manufacturer narrative:
The complainant was unable to provide the suspect device lot and upn number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure. According to the complainant, (B)(6) 2018, upon deploying the advanix pancreatic stent in the duodenum, the physician was unable to view the stent through the endoscope. The physician attempted to remove the stent but could not find it, so it was assumed that the stent had deployed in the patient¿s duodenum and would pass out the patient naturally. This procedure was completed after a second stent was placed in the patient. On (B)(6) 2018 following the procedure, the endoscope underwent its first cycle decontamination and disinfection. On (B)(6) 2018 the endoscope underwent its second cycle decontamination and disinfection. On (B)(6) 2018 the endoscope was used on a different patient. Following the procedure, the endoscope underwent an additional cycle for decontamination and disinfection. At the end of this cleaning cycle, the advanix pancreatic stent from the procedure on (B)(6) was found present in the end of the endoscope operating channel. It was also noted that swab brush was being used to clean the working channel when the device became visible in the endoscope. There were no patient complications reported as a result of this event.